Event description:
It was reported that after non-detachment of a microcoil, "an angio was made which revealed the coil to be broken". "The coil was retrieved using a loop, and it was reported that pt went to surgery". The co is in the process of obtaining add'l, clarifying info on why surgery was required.